Event description:
It was reported that, during a pulse generator change-out procedure, the shock impedance was around 145 ohms. Technical services advised that the impedances are typically impacted by adipose under the electrode coil. The doctor elected to revise the pulse generator pocket. The new pulse generator was successfully implanted onto the chronic electrode. The impedance is now down to 100 ohms. There were no adverse patient effects. The system remains implanted.